Manufacturer narrative:
Batch review performed on 10 feb 2026. (K201471) lot: 2414755: (B)(4) items manufactured and released on 09 nov 2024. Expiration date: 23 oct 2029. One nonconformity and two anomalies were recorded; however, no anomalies were confirmed as related to the reported issue during the batch review activities. To date, (B)(4) items from the same lot have been sold, with no similar confirmed events reported for this lot during the period of review. (K1706909) lot: 2424966: (B)(4) items manufactured and released on 25 nov 2024. Expiration date: 07 nov 2029. Two anomalies were recorded; however, no anomalies were confirmed as related to the reported issue during the batch review activities. To date, (B)(4) items from the same lot have been sold, with no similar confirmed events reported for this lot during the period of review. Investigation: revision surgery was performed to replace the medacta proximal body due to instability and dislocation, with the aim of correcting the rotation and implanting a proximal body 10 mm longer. However, it was not possible to detach the medacta proximal body from the stem because the disassembly instruments bent during the procedure. This issue occurs sporadically, particularly in re-revision cases performed time after the initial stem implantation. It is likely that, in some cases, a combined effect of the manufacturing tolerances of the two mating components of the modular taper results in a higher-than-normal connection force. The fact that some time passed after the first implantation, means that the modular junction was further locked by the weight of the patient during walking, etc. Under these conditions, during re-revision procedures, the current extraction instruments are not sufficiently robust to disengage the modular junction.

Event description:
During the attempts of removal of the proximal body from the distal stem, the proximal body handle deformed and it was not possible to disconnect the proximal body from the distal stem. The surgeon left the construct in place with no locking screw and proceeded changing only the head. This event happened during a revision surgery performed about 6 months after the primary surgery due to instability and dislocation. The surgeon wanted to correct the rotation of the proximal body and to implant a proximal body 10mm longer.

Manufacturer narrative:
Fu 1: - device not available. - conclusion modified: the root cause may involve a general need increased instrument resistance respective to the high end of the variability in locking force which may need to be overcome during revision surgery.